Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call that his blood glucose stayed high all day when he changed his site. The customer's blood glucose level was 360 mg/dl. He inserted new insulin and his blood glucose level went up to 568 mg/dl. He did not have any high blood glucose symptoms. The customer treated his high blood glucose level by bolusing with the insulin pump. The customer in (B)(6) consulted his health care provider regarding his high blood glucose levels. The dome label was missing on the insulin pump. Air bubbles were found along the tubing length. The insulin was not stored at room temperature. Insulin did not exit at the quick release. A leak was found at the tubing connector. The device was not returned.